Event description:
(B)(4). It all started with some sharp pain in my abdomen under my rib case . Then sharp shocking pain in my breast and chest. Then the pain shuts up to my back, pinch neck. Restless night, can't sleep, my dr prescribed lots of exams and every thing came out normal. We came up with the conclusion it is the essure. I am having a nickel allergy to this essure that has been (B)(6) in my life. I have pain all over my body. I wish they never invented this product.